Manufacturer narrative:
Per the irs or return fields in oracle, the evaluation is identified as a motor / unable to test and box damage. Unable to test due to box damage. Cracked brake cap and skewed brake assembly. Visual damage to the shipping box. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer alleges the right motor sitting in chair is locking up causing the chair to drive in circles.